Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump problem - pump failure in ER during code blue requiring moving to next available pump ((B)(6)) · staff reported turning "on" pump while plugged into ac w/ immediate constant blinking "red" alert and dual tone alarm w/ staff noting error message of 'pump requiring service.' · immediate shut off/on did not resolve error · plugged pump back into wall some time later after code blue and turned "on" noting no error. Have emailed customer 6/13/24 2:16 pm central looking for safety information to properly complete this complaint follow up email on 6/13/24 at 3:21 pm central again asking for safety information update 6/14/24 - the report from ER staff entailed 'no delay of infusion or harm to pt; the amount of time moving from this pump to another was very minimal.' · ER staff has been made aware to not touch pump while plugged in and turned on so logs can be captured a preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6) an active infusion was stopped . Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 6. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.